Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported right breast deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "patient seen in office, noting a right side saline breast deflation - onset about one month. No acute event noted". This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a4 b3 b5 d4 d6a/b h4 h6. Clarification to partial date of occurrence b3: apr2025 was provided. A review of the device history record has been completed. No deviations or non-conformances noted.